Event description:
In 2009, the pt reported his blood glucose has been elevated all day and he just noticed a large air bubble in the insulin cartridge of his infusion device. His readings have ranged from 219-268 mg/dl, and he woke up this morning with a reading of 55 mg/dl, which is lower than normal. He stated he ate breakfast and bolused only half of what he would normally bolus due to his low reading. He stated he changes his headset (competitor product) every 3-4 days. His cartridge of insulin has been in use for 1 week. He said he changed his headset earlier, but his readings have not decreased. He was being assisted in priming the air bubble out, but decided to change the cartridge in case the insulin had gone bad. On follow up with the pt eight days later, he stated, he thinks his elevated readings were due to a bad insertion site as, after he changed his site, his readings returned to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.